Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #:(B)(4). This is a combined initial + final report which includes investigation findings. The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post-procedure was unable to be confirmed and evaluation of the available information is unable to identify a potential root cause for this event. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.

Event description:
Edwards received notification of a pascal precision ace procedure in mitral position where on post-operative day 1, a single leaflet device attachment (slda) was detected. It was a functional mitral regurgitation (fmr) case with starting mr grade 3 and a central jet. Posterior mitral leaflet (pml) length was greater than 7mm and the ejection fraction was 20%. There were no anatomical challenges or device issues, it was a straightforward procedure. A precision ace was implanted central, and the mr reduction was down to mr grade 1. Final gradient was 3mmhg and the patient was fine. On post-operative day 1, the device detached from the pml. The patient decompensated and was back on ICU one day after initial procedure. The center did an echo and confirmed the detachment. One week later, a reintervention was necessary and a mitraclip was implanted successfully with a good result. The patient was noted as to be in stable condition.